Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the bolus history on the insulin pump is missing bolus information. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
The pump was programmed with multiple boluses, and all boluses were properly recorded in the bolus history and daily totals. No history anomaly or cosmetic damage was noted.